Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturing representative. It was reported that the patient¿s ins calendar was looked at vigorously and there did not appear to be any times were the ins was turned off. The patient¿s healthcare provider also believes that the hallucinations are due to the patient¿s declining cognitive function, and nothing to do with the patient¿s stimulation. It was reported that the issues have been resolved.

Event description:
A consumer via the manufacturer representative (rep) reported that the patient has hallucinations when stimulation is on as of date notified. It was stated that the patient is not on any parkinson's medications as they have a hard time with them, and at one time were prescribe aricept and "freaked out" with a caregiver. Additional information received from the consumer on date notified reported that since a couple of weeks prior to date notified they have had increased difficulty walking, moving, and talking. The patient's device was checked and found to be turned off for an unknown reason on (B)(6), which was weird to the caller as the patient hadn't been shaking. However, the patient did start to shake a tiny bit when the consumer get near them with the programmer, which always scares them. As soon as the implant was turned back on their face changed and they were able to move better and began to talk. The consumer is at a loss to why the device shut off and noted that the patient has not been around any magnets or emi. The rep is to meet with the patient to check that the system is functioning as intended, look at diary information, and see when the implant turned off/see if it continues to be an issue and track the events. No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.